Event description:
It was reported that patient that patient underwent initial knee surgery approximately 2 years ago. Revision procedure was performed on (B)(6) 2014 due to loosening and infection. A cement spacer was put in place for about 6 weeks and the revision was completed on (B)(6) 2015. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Expiration date - unknown; implant date - unknown (approx. 2 years ago) ; manufacture date - unknown.